Event description:
While implanting an aculoc 2 plate with a locking screw, the driver tip broke off in the head of the screw. The tip was left implanted in the patient.

Manufacturer narrative:
Additional MDR associated with this event: 3025141-2021-00155: driver. 3025141-2021-00157: plate.